Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape associated with this complaint and completed investigations. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed in the in-house system and passed recognition and engagement without any issues. All four sterile instrument adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was performed, and no damage was found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported prior to the start of the da vinci surgical procedure, the instrument arm drape had a reoccurring error while preparing to drape. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape for evaluation. However, the failure analysis has not been completed yet.